Event description:
As reported by the study, the pt had two cypher select plus stents implanted in the mid left anterior descending and the 1st diagonal arteries. As reported by the study, the pt had 2 cypher select plus stents implanted in the mid left anterior descending and the 1st diagonal arteries. A few hrs after the procedure, the pt had severe angina pectoris and total atrioventricular block (av-block). He also had an anterior wall non q-wave myocardial infarction that was not considered target vessel related. Angiography revealed 90% diffuse stenosis in the mid lad and in the 1st diagonal. A repeat pci was necessary and at that time the proximal lad with 90% stenosis was treated with dilatation. The residual diameter stenosis was 0%. The pt was discharged on the following day. Post-procedure cardiac enzymes were not checked. Post-procedure medications included permanent aspirin and clopidogrel for 12 months.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 2-vessel disease was found. The primary indication for intervention was stable angina pectoris. Left ventricle ejection fraction (lvef) was >50%. Pre-procedure cardiac enzymes were not checked. Intra-procedure meds included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% diffuse in-stent restenotic lesion (after unk bare metal stent) in the mid left anterior descending artery of 28mm in length in a 3.0mm vessel diameter at a bifurcation requiring double guidewire. The (b2) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 3.5x20mm balloon at 12 atmospheres (atms) before a 3.0x33mm cypher select plus stent was deployed at 18 atm by v-stenting/kissing stenting with satisfactory results. There was no post-dilatation. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Pci was performed next on a 90% diffuse in-stent restenotic lesion (after unk bare metal stent) in the 1st diagonal of 5mm in length in a 2.5mm vessel diameter at a bifurcation requiring double guidewire and moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with a smooth contour, ostial, angulated between 45-90 degrees, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 14 atm before a 2.5x8mm cypher select plus stent was deployed at 14 atm by v-stenting/kissing stenting with satisfactory results. There was no post-dilatation. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measured 15%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Approx 1 month later, telephone follow-up was made with the pt at the 1-month interval. The pt was asymptomatic. Ongoing meds included aspirin, clopidogrel, statins and beta-blockers. There were no new adverse events reported. Telephone follow-up was made with the pt 6 months later. The pt was asymptomatic. Ongoing meds included aspirin, clopidogrel, statins and beta-blockers. There were no new adverse events reported. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing number 9616099-2008-00588.